Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device system reportedly endured two denervation procedures. The health care professional (hcp) reported that the device had delivered an unspecified amount of shocks recently. Additionally, a ventricular pace accelerates the patients' rhythm into ventricular tachycardia (vt). Also, pacemaker mediated tachycardia (pmt) was a result of long atrio-ventricular (av) delay. Technical services was consulted and discussed device reprogramming. Additional information was sought from the local area sales representative, however, at this time, additional information was not available. No additional adverse patient effects were reported at this time.